Manufacturer narrative:
This report is for an unk - screws: cannulated/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a removal of an unknown 3.0 cannulated screw in the big toe due to pain. It was mentioned that during the procedure the reported screw came out easy. The procedure was successfully completed without surgical delay. There was no patient consequence reported. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).